Event description:
It was reported to philips that the device was failing the operational check with cross in the upper right corner. There was no patient involvement. A philips authorized field service engineer (fse) evaluated the device. The results of the functional testing indicate a high voltage capacitor failure. Based on the information available and the testing conducted the cause to the reported problem was a high voltage capacitor failure. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced and device passed all testing. The device was put back into service.